Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, h11. The device was returned to olympus for inspection and the reported failure of communication error (e237) was not confirmed. No root cause nor problem could be determined for this reported malfunction. In addition, the following reportable malfunctions were identified during the device evaluation: image blackout. A root cause for the image blackout could not be identified. Based on the results of the investigation, it is presumed that the reported event occurred due to component failure of the ultrasound plug unit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the gastrointestinal videoscope experienced error 237 during inspection for use. There were no reports of patient involvement.